Event description:
It was reported that the pt's implantable neurostimulator turns off and on intermittently. It was also noted that the pt's stimulation was intermittent. Additional info has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional info becomes available.

Event description:
Additional information received reported that the patient was re-implanted on (B)(6) 2011 and was doing well without any complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model 3037 serial# (B)(4), lead model 3093-28 lot# v567715 implanted: (B)(6) 2010 explanted: the initial MDR was filed as MFR report #3007566237-2011-08653. Additional review indicated the correct manufacturing site was site #(B)(4).